Manufacturer narrative:
Investigation: after examining the sphere itself, we noted that the adhesive on the sphere core was not evenly distributed suggesting a problem with the application of the glue. As a result, the reflective film could separate if enough force is applied to the sphere. From the complaint description, the reflective film had come off the sphere in a tha procedure during the cupping portion. Given the vibrational force applied during this portion of a tha procedure, film that was not properly adhered to the sphere core could come off with an impact. Ndi reviewed the risk analysis as part of the review of this complaint. The estimated reported failure rate is between 1/100,00 to 1/,1,000,000 procedures. The reported failure rate is at or less than expected. The lot in question was manufactured in june-2016. Since the time the lot was manufactured, there have been no other complaints of this type. At this point no further corrective actions will be taken. Ndi will continue to monitor for this failure mode. Ndi has forwarded the complaint to the contract manufacturer. Conclusion and root cause: based on the information available as well as a result of our investigation the root cause of the failure is most probably a manufacturing error.

Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of aesculap ag (manufacturer). Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: japan. It was reported that during the tha (total hip arthroplasty) coating of the surface of the device came off. The coating fragments were removed. The procedure was completed by using a new device, and without any harm to the patient.